Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the fenestrated bipolar forceps instrument was defective. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no additional information available due to hospital policy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint, "the instrument couldn¿t coagulate". When the fbf instrument was placed and driven on an in-house system, the fbf instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. The energy delivery test was performed with various orientations of the grip tips and passed. Additional observation not reported by site that is not related to the customer reported complaint: the fbf instrument was found to have thermal damage on the bipolar yaw pulley. As a result, the electrode is exposed. The root cause of this failure is attributed to mishandling/misuse. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part#: 471205-17/lot#: k13220110 0033) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 on system sk0184 during a esophagectomy transthoracic - chest anastomosis procedure. This complaint is being reported because the fbf instrument was found to have thermal damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.